Event description:
It was reported that this right ventricular (rv) lead recently had intermittent spikes in pacing impedances with some being greater than 3000 ohms. There was no evidence of noise. Boston scientific technical services (ts) recommended monitoring the patient. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).